Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to a charge circuit timeout and an inactive charge circuit. It was noted that the device had reached end of service (eos) almost two years prior. It was also reported that the left ventricular (lv) lead was exhibiting high thresholds. The device was removed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.